Manufacturer narrative:
The device was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an acumen aiqs85 was displaying inaccurate values as compared to the swan-ganz catheter placed on post-op day - pod 4. During the or procedure, the patient had instability and was unreactive to anti-hypotensive meds per the acumen iq readings. Throughout the course of 3 days post-op, the patient parameters continued to indicate vasoplegic shock and was treated with multiple types of anti-hypotensive meds. An echo showed that the ejection fraction had gone from 40 percent in the or to 28 percent. Pod 4, the patient was reintubated and a swan-ganz catheter was placed through the introducer. Per the swan-ganz catheter and verified by fick calculation, the parameters indicated the patient was in cardiogenic shock. The most recent update reported that the patient is in the ICU with a balloon pump. Troubleshooting was not done as no problem was recognized until the swan-ganz catheter was placed. When the swan was placed, the acumen was no longer utilized. The patent required cardiac catheterization, reintubation, and extubation. The surgeon stated in conversation with the sales representative that once the patient started to decompensate after pod 1, a swan-ganz should have been inserted at that time. The surgeon has noted improved patient outcomes and decreased length of stay since they began using acumen iq on his patients. The device is not available for return.